Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-02-10. H6: investigation summary : bd received 1 samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for foreign matter- IV with the incident lot was observed. Additionally, 100 retention samples were subjected to a visual inspection with all samples passing the test. Bd determined that the root cause of the indicated failure mode was attributed to manufacturing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported the bd vacutainer® safety-lok¿ blood collection set with pre-attached holder experienced foreign matter on device cannula / needle / tubing or any fluid path component. The following information was provided by the initial reporter: translated to english. The customer stated: "before use there was dirt on tip of IV cannula,".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® safety-lok¿ blood collection set with pre-attached holder experienced foreign matter on device cannula / needle / tubing or any fluid path component the following information was provided by the initial reporter: translated to english. The customer stated: "before use there was dirt on tip of IV cannula,"